Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been analyzed by vyaire technical support. It shows that the root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Maximum logged blower temperature was 139.3 degrees celsius. Alarm 241 - "temperature of blower high" triggered multiple times. Alarm 240 - "temperature of blower too high" triggered as well. As a resolution the customer need to replace the blower. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure" issue. The customer confirmed that there was no patient involvement associated with the reported event.